Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that both output connectors were broken. It was noted that the hanger was broken, output connector nut was discolored, one case screw was contaminated, and the white wire on the lcd was pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connector knobs were broken. The epg is expected to be returned for analysis. Current status is unknown. There was no patient involvement.